Manufacturer narrative:
During preventative maintenance, the pump motor of the thermogard xp ivtm system (sn (B)(6) is turning too fast. The root cause of the issue was due to a failure of the I/o board. The thermogard console failed functional testing. It was observed that the pump motor was running too fast. The I/o board was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During preventative maintenance, the pump motor of the thermogard xp ivtm system (sn (B)(6) was turning too fast. No patient involvement.